Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after one hour into a prbc transfusion, the blood tubing was noted to have a leak near the filter. The transfusion was stopped and np notified that the patient was only able to receive half of blood bag before discontinuing the transfusion and wasting the remainder of the blood. There was no report of harm.